Manufacturer narrative:
Upon FDA request, this report is being resubmitted electronically.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors. The initial information received reports on 07/18 "patients tego connectors were changed at the start of dialysis. During treatment, blood noted on absorbent pad under the permcath lines. Blood seen under clear sheath of tego connector, connector leaking blood." The tego connectors were removed and replaced. There were no reported adverse patient consequences.